Event description:
It was reported that the device exhibited a double beep with cassette attached. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. D9: 30-jan-2025. H3: one device was received for analysis in used condition. Visual inspection found the device was in good condition. The cause was identified to be the downstream occlusion (dso) sensor nub was worn. The dso was replaced to correct the issue. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period